Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "bare stent could not be released. After bailout procedure removing handle and wires it could be released in the end. Patient is ok, and procedure result is fine despite problem". During the deployment of the distal device, the topcap wouldn't come of. It looked like the topcap jammed or the wire on the distal topcap was constraint with the bare stent. It looked like the bare stent was constraint at the proximal end. At that time the decision was made to do a bailout procedure to be sure that the retrieval would not harm the patient in any way. The bailout was successful, and finally the barestent deployed in a normal way. Patient outcome: a section of the device did remain inside the patient¿s body. (Distal graft is implanted in the patient.) The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref#: (B)(4). MFR site: name and address for importer site: (B)(4). Summary of investigational findings: the complaint states that the bare stent could not be released from the bottom cap, so bail-out was performed and the bare stent was deployed normally. The patient was reported to be okay and the procedure result fine, despite the problems. The returned device evaluation showed clear evidence of biomatter on the device, indicating that the device had been used. The stent graft was deployed and not returned. The grey positioner was separated from the flexor sheath and the release wires were separated from the system. Additionally, the small parts originating from dismantling the handle during the bail-out procedure were returned. The device was investigated under light microscopy. Scratches were observed on the inner side of the proximal end of the bottom cap (opposite to the thread end) and around the inner side of the hole of the wire. The outer side of the bottom cap and the flexor sheath tip showed no signs of damage. The lengths of the captor flexor sheath and the grey positioner with bottom cap were measured to be within specifications. The complaint information do not state the deployment steps performed by the physician during the procedure. However, per IFU, step 8 and step 9 under "placement of distal component" describe how to release the distal end of the stent graft from the bottom cap: "8. Turn the gray safety-lock knob, indicated by label 2, on the black telescoping gripper in the direction of the arrow" and "9. To release the distal bare stent, stabilize the introduction system and slide the black telescoping gripper over the gray positioner and outer sheath in a distal direction until it locks automatically into position next to the blue rotation handle". The cause for the difficulties with releasing the stent graft from the bottom cap cannot be determined. A request to initiate an internal action was submitted to address the failure of "difficult to deploy distal end of stent graft" and an internal action is now created. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.